Event description:
An orthopaedic dr treated a new-born baby with clubfeet with cast bandages using 52012 underneath as a cushion stockinette. The legs reacted on the whole surface with a heavy skin reaction shortly after application. The reactions were dark red discoloration and significant swelling. These reactions lasted almost one week; meanwhile the baby remained untreated because of the swelling. Afterwards; the dr tried a crepe stockinette with little raction; and a guaze stockinette as third trial. This finally was without objection.